Manufacturer narrative:
Device received with intermittent button response due to flattened esc button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed displacement test and self test. Device received with stripped battery cap coin slot(p). (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's buttons were sticks and battery cap warped. Customer's blood glucose level was unknown. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.